Event description:
Report received indicated that when attempting to remove the catheter from the patient, the catheter became stuck on the guidewire. Procedure was being conducted for treatment of a chronic total occlusion (cto) located in the left superficial femoral artery (sfa). The vessel was not tortuous, however, was calcified. A contralateral approach was used and the lesion was accessed with a choice pt.014 guidewire. There were no anomalies during inspection or prepping of the product. Device was advanced over the guidewire towards the lesion. The actuator was deployed and the cto was crossed with the guidewire. There was a notation in the report that the guidewire might have been kinked while it was being maneuvered through the lesion. After accessing the lesion, the physician attempted to remove the catheter from the patient, however, the catheter became stuck on the guidewire. This resulted in the physician removing the guidewire and catheter as one unit and losing access to the target lesion. The procedure was stopped since there was not another cto catheter available to complete the procedure. The catheter was inspected at the end of the procedure and it was noticed that 1mm of the needle was still protruding out of the catheter. There was no injury to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.